Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve underwent a valve-in-valve procedure due to calcification after an implant duration of seven years, four months. A 9750tfx26 was implanted. The patient outcome was stable.

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve underwent a valve-in-valve procedure due to calcification and severe stenosis after an implant duration of seven years (7), four (4) months. A 9750tfx26 was implanted. The patient outcome was stable.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm aortic valve is being considered for a valve-in-valve procedure due to calcification after an implant duration of seven years, four months.

Manufacturer narrative:
H10: additional narratives. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.